Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 8 months post implant of the ICD system, approximately 3 years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.

Manufacturer narrative:
The device(s) associated with this adverse outcome were returned from an unknown source. The patient died greater than three years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.